Manufacturer narrative:
The customer¿s stated issue of over infusion was confirmed through testing. Inspection of the pump module noted the platen to be broken at the upper hinge post. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The log review found no programming errors that would explain a report of over infusion. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating out of specification. The damaged platen (date code (B)(6) 2014) was then replaced with a known good part and rate accuracy testing was performed again, the pump module was found then found to be under infusing and was still out of specification. The pump module was recalibrated, and rate accuracy was performed a third time, the pump module was found operating within specification. The bezel was replaced by the customer (date code (B)(6) 2019) and the pump module was not recalibrated. The administration set was not provided by the customer for investigation. The alaris system directions for use v9.12 requires regular and preventative maintenance inspections of the pump module components. Failure to perform these inspections can result in improper instrument operation. The root cause of the customer¿s complaint was identified in this investigation to be due to the broken upper platen hinge.

Event description:
Was reported that an unspecified medication 2g/50ml (0.04gram/ml) to infuse at a rate of 50ml/hour with a vtbi of 45.6ml was found to be empty while the device stated that only 4.4ml of medication was administered. The customer stated they had a previous issue with the same pump module, and upon preventative maintenance testing with rate calibration, the device was slightly high. The module was just upgraded in july to latest software revision and has had bezel remediation. The pcu was upgraded to latest software revision in july as well. Although requested there was no information provided regarding any effect to the patient as a result of this event.